Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Analysis of the desktop charger ((B)(4)) found a broken connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not charging. There was a loss of therapeutic effect. The patient was having pain and was not able to charge due to the issue with the desktop charger. The patient took a lot of medicine on (B)(6) 2015 because the stimulator could not be turned on. The patient had pain in the past, where they could not walk and the knees would give out at which point they turned on the stimulator to help. The stimulator was depleted and the recharge was not charging. The patient was in pain. The pain ¿incl¿ could not walk, and knees gave out since implant, (B)(6) 2010. The connector pin was bent. The indication for therapy was stenosis. Upon follow-up the patient had received assistance from their doctor or manufacturer's representative and their concerns were resolved. A new desktop charger was shipped. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.